Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
Boston scientific received information that during a routine follow-up visit, this recently implanted pacemaker was unable to be interrogated and telemetry was not established. For troubleshooting efforts, multiple programmers were used, and a magnet was applied. No magnet response was observed. A save to disk was unable to be performed due to lack of proper communication with the programmer. The device was subsequently explanted the next day and will be returned for analysis. A new pacemaker was successfully implanted without further issues. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.